Event description:
Portacath placed in 2007, right subclavian vein. Portacath was unable to be flushed two months later. Sent to rad for a dye test. Cath was found to be broken off and was in her heart. Radiologist was able to dislodge the piece from cath the day before, from the right ventricle. Pt is scheduled for removal of remaining port one week later.